Event description:
It was reported that the needles of a prostar xl got stuck during attempted suture placement in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The device was removed by torquing it and using excessive force. No vessel damage occurred. A second prostar xl device was used with a preclose technique for successful suture placement. The tavi procedure was completed and the sutures of the second proglide were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The results of the investigation confirmed the reported experience of failure to deploy needles, however, the difficult to remove device could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that device was removed by torquing it and using excessive force. Per IFU, under precautions: do not advance or withdraw the prostar xldevice against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the prostar xl pvs device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). Excessive force used to remove the device. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.